Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to MRI scan and cat scan. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during rewind due to motor encoder signal out of phase; unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm and pump failed displacement test. No e70 alarm in the alarm history noted. The insulin pump was received with cracked reservoir tube lip and minor scratched lcd window.